Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to noise and oversensing. It is suspected that air entrapment was the root cause of the issue as this happened a day after implant. Troubleshooting options were discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that a second shock was delivered due to sense b noise and low amplitude. Troubleshooting was discussed. This device remains in service. No further adverse patient effects were reported.